Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a few seconds on noise exhibited by the ventricular implantable lead on the ventricular channel. It had happened once before many months ago. Additional information was provided that the oversensing resulted in pacing inhibition.